Manufacturer narrative:
The reported misreads appear to be due to a combination of poor technique by the operator and component malfunctions on the instrument. Beckman technical application specialist provided onsite training for the customer on proper panel setup technique. Beckman field service engineer (fse) replaced the potassium hydroxide reagent bottle and the solenoid valve to resolve the instrument issues. The customer has not reported any further issues with misreads since the onsite training and service visit. (B)(4).

Event description:
Customer reported issues with low probability identifications and (B)(6) resistant misreads when compared to visual read. Customer indicated they had two specimens where erroneous results were reported. First specimen reported as (B)(6). Upon repeat, the isolate identified as (B)(6). The (B)(6) result was reported out and questioned. The patient had a specimen run several days prior that resulted as (B)(6). The (B)(6) result was obtained on (B)(6) 2019. Physician began (B)(6) treatment for the (B)(6) years old female diagnosed with septic shock. After the repeat result of (B)(6) was obtained on (B)(6) 2019, the customer indicated the treatment was going to be changed to (B)(6). Second specimen was very resistant and tested as escherichia coli esbl negative on (B)(6) 2019. Upon repeat on (B)(6) 2019, the organism tested as esbl negative again but was manually edited to positive based on visual read of the panel. The patient was a (B)(6) years old male with a urinary tract infection. Customer did not know what the initial treatment was; the amended treatment was meropenem. There was a third specimen however no erroneous results were reported. The isolate tested as klebsiella oxytoca esbl negative however customer changed to esbl positive based on visual inspection of the panel. Panel data was reviewed and did not indicate an obvious instrument issue. The customer did report occasional mixed cultures and that new personnel were setting up panels. While the beckman technical application specialist (tas) was onsite providing an in-service training for panel setup and visual reads, it was noted that the potassium hydroxide reagent bottle had run empty due to a failed reagent level sensor; this caused some misidentifications. Beckman field service engineer (fse) found during the site visit that in addition to the failed sensor, the peptidase reagent valve was leaking, which may have also contributed to incorrect panel results. The reported misreads appear to be due to a combination of poor technique by the operator and component malfunctions on the instrument. Beckman coulter customer technical support inquired about the patient conditions for the original specimens reported with misreads - customer spoke with the physician who said the only issue was that they had extended hospital stays but no specific details were provided.